Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. A functional examination was performed; the balloon was inflated, and it was found that the balloon was ruptured. This failure is likely due to encountered procedural factors and/or the manner as the device was handled and manipulated which could have affected its performance and its intended purpose, leading to the observed failure. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon leaked when the physician tried to implant the stent. The procedure was completed with another cre wireguided dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon burst; therefore this is now an MDR reportable event.